Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that the impella 5.5 was explanted due to positioning issue. After explant, the cannula was full of biomaterial. The patient survived the event.

Manufacturer narrative:
The investigation for the low pump flow, thrombus, and the positioning issues has been completed. Data logs was not returned for review. Pump was returned in damaged condition (catheter was cut off and missing pump plug). Visual inspection found biomaterial inside cannula and pump housing. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no data & images related to pump position were returned for review. Corrections to the initial MFR report: b5-it should be noted that the there was initially pump flow issues in additional to the previously reported positioning issues. G1 MDR reporting contact email updated. Added h6 med dev prob code 1248.